Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the right ventricle lead exhibited high pacing impedance, failure to sense, and failure to capture. The lead was capped and replaced on (B)(6) 2021. Patient was stable.

Event description:
New information notes that the lead had also exhibited insulation damage.